Manufacturer narrative:
Literature citation: shekar et al13. Surgical management of complications of percutaneous coronary rotational atherectomy interventions. Annthorac surg 2004:78e81-2. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same journal article as MDR ID# 2134265-2013-05264 same journal article as MDR ID# 2134265-2013-05263 it was reported that during a rotational atherectomy treatment procedure, a perforation occurred. The patient underwent repeated percutaneous coronary intervention of the lcx with atherectomy. Rotational atherectomy was performed using a floppy wire and 1.5 mm burr. Atherectomy of the lcx was followed by balloon angioplasty and successful deployment of two overlapping unspecified stents. However, angiography showed the presence of left main coronary artery perforation. The patient developed cardiac tamponade that required pericardiocentesis. He was emergently transferred to the operating room, which required continuous pericardiocentesis to prevent tamponade. The patient was quickly placed on cardiopulmonary bypass. Saphenous vein grafts were anastomosed to the posterior descending artery and the first obtuse marginal artery. Exposure of the left main coronary artery was achieved by dividing the ascending aorta and main pulmonary artery. The distal left main coronary artery was totally transected at the point of its bifurcation with destruction of the intima. The left main coronary artery was excised and reconstructed with a vein graft placed between the stump of the left main coronary artery on the aorta (end to end) and the proximal lad (end to end). This allowed perfusion of the proximal septals and the diagonals in the presence of a mid-lad lesion. The left internal mammary artery was placed on the lad. Attempts to wean off-cardiopulmonary bypass the patient were unsuccessful despite adequate inotropic support and the placement of an intraaortic balloon pump, due to severe right ventricular dysfunction. A right ventricular assist device was placed, and the patient was then successfully weaned from bypass. On postoperative day 4, the right ventricular assist device was explanted. The patient was discharged from the hospital 39 days later, after a complete recovery.